Event description:
Device diagnostic testing at office visit following generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that intraoperative device diagnostic testing was within normal limits, indicating proper device function at the time of generator replacement surgery. The pt had reportedly fallen a couple of times since generator replacement surgery, but not seriously. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. The pt is able to feel device stimulation and does experience voice change with stimulation. Treating neurologist plans to monitor the pt and recheck device diagnostic testing at future office visits. No adverse event was reported in conjunction with the high lead impedance condition. Review of manufacturing records for the replacement generator revealed no anomalies that would adversely effect device performance. Lead break or intermittent generator/lead connection is suspected.